Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted the case was dented at the high voltage capacitor location. The device case was opened for further analysis. There was swelling and an arcing mark of the circuit where the device case sustained physical damage. The lab analysis concluded this damage is due to unintended use error. Also, the device was analyzed for the previously reported bd error. The lab confirmed the cause for this was traced to device design for the device exhibiting an unintended battery depletion error, consistent with tr15014.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. The device was replaced for a patient upgrade to a transvenous system. There are no additional complaints. It was reported that this device exhibited battery depletion (bd) code. Electronic device analysis indicated that this was due to at least 574 magnet applications, however the battery measurements have recovered. The device is still in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited battery depletion (bd) code. Electronic device analysis indicated that this was due to at least 574 magnet applications, however the battery measurements have recovered. The device is still in service at this time. No adverse patient effects were reported.